Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Later, healthcare professional confirmed baker grade iii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ deformation is observed. ¿ crease fold is observed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted and replaced.